Event description:
The user received a questionable thyrotropin (tsh) result for one patient sample tested in a sample cup. The initial result was 0.038 uiu/ml. The user decided to repeat testing and the result was 3.09 uiu/ml. The repeat result was considered to be correct and was reported outside the laboratory. The patient was not adversely affected. The tsh reagent lot number was 16538501 with an expiration date of 07/31/2012. The field service representative was unable to determine a cause. He checked the sample and reagent positioning and liquid level detection (lld). He adjusted the lld of the sample probe to the mean voltage. To verify the analyzer operation, he ran performance testing which was acceptable and checked the adjustments in service software which were acceptable. The user ran quality control which was acceptable.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
A specific root cause could not be identified. There have been no other issues reported since the field service representative visit. The patient was not adversely affected.